Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high, out of range impedance measurements. Provacative maneuvers did not produce any noise or out of range impedance measurements. An x-ray was performed, but did not reveal any anomalies. Boston scientific technical services (ts) reviewed the information as indicated that this was likely a subtle impedance change that only the low amplitude impedance test is sensitive enough to detect. Normal follow-ups were recommended with repeated provocative testing at the follow-up. A follow-up took place and no noise or abnormal impedance measurements could be produced with manipulations. The patient will continue to be monitored appropriately. No adverse patient effects were reported.